Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, there was heavy resistance during withdrawal because the tip of the supera stent got stuck with the non-abbott implanted stent and force was applied and the tip of the delivery system separated. It should be noted that the supera peripheral stent system instructions for use (IFU) states: should unusual resistance be felt at any time during stent system advancement or stent deployment the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. In this case, the tip of the supera stent got stuck with the non-abbott implanted stent and the force was required to try to release the stent. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the previously implanted non-abbott stent resulted in the reported difficult to remove. Manipulation of the device ultimately resulted in the reported material separation. The treatment appears to be related to the operational context of the procedure as reportedly the separated tip was removed from the anatomy by using a snare device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the endovascular therapy (evt) procedure was to treat a de novo, moderately calcified vessel in the superficial femoral artery (sfa). The vessel diameter was 5.0mm and the lesion length was 180mm. The evt was started by tai (trans ankle intervention) and a non-abbott stent was implanted. However, stent recoil was significant due to part of the calcification and insufficient stent expansion was confirmed. Atherectomy was not used. The 5.0x40mm supera self-expanding stent system (sess) was implanted in the non-abbott stent and there was no resistance during advancement. There was heavy resistance during withdrawal because the tip of the supera stent got stuck with the non-abbott implanted stent and force was applied that the tip of the delivery system separated. It was confirmed under fluoroscopy that the stent emerged from the sheath and was fully released. There was no waste noted to the deployed stent or proximal end of lesion. The thumb slide fully retracted to the start position and both the system and deployment levers were locked prior to removal. The separated tip was removed from the anatomy by using a snare device. There was no adverse patient sequela and there was no reported significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in patient and the delivery system was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.